Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause could not be determined, the issue likely occurred due to nozzle clogging, which resulted in the amount of water not meeting the required standard value. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited a high-pressure beeping issue during reprocessing. There was no patient involvement.